Manufacturer narrative:
(B)(4). Evaluation, results: dissection.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent and two other brand stents were implanted in the rca during the index procedure. It is reported that there was a dissection observed after post dilation of the endeavor stent and the two other brand stents were implanted to treat the dissection. It is reported that the patient recovered with treatment. In the investigators opinion, the dissection was not related to the study stent but was definitely related to the study procedure.